Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: review of the black box data revealed record of loss of prime with low non-zero force warning. On investigation, the pump was exercised for 24 hours without the occurrence of loss of prime warning. Investigation did not duplicate the complaint. The force sensor was evaluated and determined to be calibrated within specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.